Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.

Event description:
Revision surgery revealed polyethylene wear of the tibial insert.